Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for peritonitis. The patient was treated for peritonitis with injection vancomycin 2 grams, intraperitoneally (ip) (frequency not reported). At the time of this report, the patient remained hospitalized and the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.